Event description:
This device was explanted due to intermittent oversensing. There was 27 inappropriate shocks delivered due to oversensing of rv lead noise. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mos1. The device was implanted for 22 months and 83 charging cycles were recorded to the device memory. The memory content of the device was inspected. During analysis of the available iegms noise was observed in all channels, leading to multiple charging cycles that partially resulted in shock delivery, confirming the clinical observation. The device data further showed elevated right and left ventricular pacing impedances since (B)(6) 2015. Therefore the impedance measurement functions, as well as, the sensing functionality of the device were thoroughly tested and proved to be fully functional. The device sensed the attached heart signals free of noise and the measured impedances were normal and as expected. There was no indication of a device malfunction. In a next step, the ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the ventricular channel, leading to multiple shock deliveries as reported in the complaint description. Additionally, elevated right and left ventricular pacing impedances were noticed since (B)(6) 2015. However, a thorough analysis of the ICD, especially of the sensing and impedance measurement functions proved the device to be fully functional. There was no indication of a device malfunction.